Manufacturer narrative:
Other, other text: one cadd solis vip pumps - 2120 was returned for analysis due to error code 415411003. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "41541" error code in the device information folder. The latch/lock optical flex will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 415411003. There was no patient involvement in this event. No adverse effects were reported.